Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle claim submission form and medical records received. After review of medical records the patient was revised to address recurrent instability and dislocation. X-ray showed that there was a moderate amount of anteversion on the cup and poor soft tissues caused her instability. Operative note reported large hematoma, a small rent in fascia, there was pre-existing deficiency of the posterior superior aspect of the acetabulum and medial wall was thin. This is her 4th operation. Doi: (B)(6) 2009. Dor: (B)(6) 2019; cup and screws (left hip) 3rd revision. Doi: unknown. Dor: (B)(6) 2019; head and liner.